Event description:
The problem is, that my hip hurts all the time. They cannot tell if the product is the problem w/o surgery to remove some parts! Makes it difficult to walk and is affecting my other leg. Implanted and removed by surgeon. Wrong size placed an then removed.